Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast lesion excision system case, the intact wire basket fractured. Nothing remained in the patient and there was no patient injury reported.